Event description:
It was reported that during device preparation, a malfunction occurred with the sentrant hydro sheath, as a hole was identified in the sheath causing it to spurt out fluid mid-sheath during flushing. This issue was discovered when the nurse was prepping the device with the dilator inside. The faulty sheath was attributed to a manufacturing issue. The patient received treatment with a replacement sheath, which was from the same lot number, and there were no issues with the replacement sheath. The event was resolved by using the replacement sheath in place of the faulty one.there was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received; the sentrant sheath was inspected prior to insertion into the patient. No damage was observed on the outer packaging, which was sealed and in good condition. The hole was located in the middle of the sheath. Device evaluation summary: a two (2) second video was received with two still images. The video clip and images show a jet of water from the mid-section of the sheath shaft when flushed vis the sideport. There is no deformation visible to the sheath. The reported leak was confirmed through image and video clip review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.